Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the 5.5 mm biocomposite corkscrew® ft tripleplay®, identified that there was no presence of the anchor on the tripleplay anchor sub-assembly, the anchor was broken off. A black/white suture tape was returned with the device; however, it is not a component of ar-1927bcf-3. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/30/2025, it was reported by a sales representative via email that an ar-1927bcf-3 biocomposite corkscrew failed. This was discovered during a procedure on (B)(6) 2025. Additional information was received on 08/05/2025: during a rotator cuff repair with cuffmend augmentation on (B)(6) 2025, an ar-1927bcf-3 biocomposite corkscrew anchor was implanted in the medial row. While tying knots, the surgeon felt a ¿pop¿ and noticed the fixation had loosened. Investigation revealed the anchor was still intact in the bone, but the suture had pulled out of the anchor. No excessive force or unusual activity occurred during implantation. The anchor was removed using the spent inserter. It appeared that an internal component had broken. After inspecting the joint space, no fragments were found. A second ar-1927bcf-3 anchor from the same lot was implanted into the original hole and functioned as intended. The case was delayed for less than 10 minutes to remove the failed anchor and implant the second, requiring minimal additional anesthesia. No photos were taken. Additional information was received on 08/12/2025: the original implant bone socket was prepared by using the standard, silver 5.5 corkscrew punch, ar-1927pb.